Event description:
It was reported that the ilet user experienced a rollercoaster in blood glucose with hyperglycemia followed by hypoglycemia. The event was attributed to an incorrect meal announcement in which a usual-sized meal was announced as a smaller meal, leading to a postprandial spike and subsequent corrective dosing that contributed to a low. This reflects an improper or incorrect procedure or method related to the user interface. Symptoms included hyperglycemia and hypoglycemia, with the lowest sensor value of 56 mg/dl and a high of 313 mg/dl lasting several hours. Outcomes included a delay to treatment as well as serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication and interviews and analysis of information provided by the user. Investigation of this case revealed no device problem found and a usage problem identified, specifically failure to follow instructions for meal announcements, with the user interface implicated as the involved component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.